Manufacturer narrative:
After the day of the treatment the fse (field service engineer) replaced laserhead as a preventive measure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review for the day of treatment shows all laser system functions were within specifications. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows multiple successfully performed treatments. The corresponding treatment could be identified in logfile. The energy was stable during the whole day. The corresponding treatment was performed successfully with two interruptions. A reason for these interruptions could be that the customer did not press the laser pedal enough. No technical problem can be identified during logfile review. There is no indication the product malfunctioned. Customer reported event is related to the environmental conditions in the clinic or to the process they apply pre and post surgery. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported anterior uveitis (toxic anterior segment syndrome) in both eyes post topography guided photo refractive keratectomy (prk). A cycloplegic eye drop with steroid was prescribed. Uveitis resolved following drop treatment. Additional information received stated patients were doing well first week following the procedure and redness appeared three weeks post-operative. Surgeon changed the contact lens which is usually in place for one week post-operatively. The surgeon suspects laser energy. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.